Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-01775 and 9616099-2007-01776. Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar ot the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
Ninety-five days post index procedure, it was reported that the patient experienced three weeks of progressive angina. A cardiac catheterization was performed and stent thrombosis was observed. Ti was also noted that the stent thrombosis caused a myocardial infarction and that another percutaneous coronary intervention was required. The patient was initially admitted in 2007 with unstable angina pectoris. The patient had de novo lesions in the proximal left anterior descending branch and in the left main. The proximal left anterior descending branch had 95% stenosis and was type c, ostial, smooth and heavily calcified. It was 50mm in length and had a vessel diameter of 2.5mm. The left main had 75% stenosis and was type c, bifurcated, irregular and eccentric. It was 12mm in length and had a vessel diameter of 3.3mm. Both lesions were pre-dilated. Then a 2.5 x 28mm cypher select plus stent was implanted at 22atm in the proximal left anterior descending branch and a 3.0 x 28mm cypher select plus stent was implanted at 20atm in the left main. The stents were implanted overlapping each other and were post-dilated. The patient's medications include the following: aspirin (pre, intra, and post procedure), clopidogrel (pre, intra and post procedure), statins (pre, and post procedure), reopro (intra procedure), heparin (intra and post procedure), ace inhibitors (post procedure), beta-blockers (post procedure) and diabetes treatment (post procedure).